Event description:
This device is at eri indication. Should additional info become available, this event will be updated. On (B)(6) 2010 - this device was returned. Based on the device return, this is now considered a reportable event.